Event description:
The customer reported a leak from the blood sampling valve (bsv) of a coulter lh 500 hematology analyzer that occurred while the instrument was in automatic mode. The leak was approximately 30 ml of diluted blood and was not contained within the instrument. The instrument operator was wearing glasses, gloves, and a lab coat. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the leak was caused by a loose bsv knob. The fse replaced the entire bsv actuator valve and performed verification of the instrument. (B)(4).